Event description:
Additional information was received indicating provocative testing was performed and the noise was able to be reproduced. No additional intervention has been performed. The patient was stable and will continue being monitored.

Event description:
It was reported, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Lead damage was suspected. Technical support was contacted and further investigation was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.